Event description:
Allegedly the patient was revised due to aseptic loosening; malalignment stem; other indication for revision. Revision (B)(6) number: (B)(6). Bmi: (B)(6). Primary asa: p2-mild disease not incapacitating.